Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was dimmer and hard to read. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the rewind taking longer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, self test and displacement test. Device display and back light properly. No missing segment/partial display anomaly or rewind anomaly noted during testing.